Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Work order was cancelled by fse.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 cubies b1, b3, c1, c3 were not detected on bus and drawer 2.2 was also not working properly when you tried to pull medications or count inventory, drawer opened but the cubies did not open even though pyxis indicated they were open and the storage space was unable to be failed. Customer tried to reboot and recover, but the issue persisted.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.